Event description:
It was reported that (2) devices were used during an appendectomy. It was reported by the rep that the surgeon reportedly tried to fire the instrument on the appendix and it would not fire. Another instrument was used to complete the case. There was no consequence to the patient.